Event description:
It was reported that the patient¿s device was explanted on (B)(6) 2006 due to an infection. The infection was confirmed via a culture and was noted to be an antibiotic resistant staph epidermidis. The health care provider (hcp) thought the reason for the infection was related to a lack of pre-surgical antibiotics. The manufacturer representative spoke with the patient on (B)(6) 2014 and found out about the infection. The patient had stated that the device worked well despite the infection. On (B)(6) 2015 the patient underwent a successful trial.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v007299, implanted: (B)(6) 2006, explanted: (B)(6) , product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).